Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00790. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported lifetime anticoagulation, anxiety/mental anguish/stress, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: pulmonary embolism, vena cava/organ perf., vc thrombus, lifetime anticoagulation., anxiety/mental anguish/stress, physical limitations no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to prior combination deep vein thrombosis and pulmonary embolism(pe). Patient is alleging vena cava perforation, organ perforation (mesentery), lifetime anticoagulation, and pulmonary embolism. The patient further alleges "I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter perforated the vena cava wall and the mesentery. I am now on lifetime of anti-coagulation post-implant, and I have had pes. I also experience anxiety, mental anguish, and stress about the status of my filter and any related injuries" and "I had to retire early because my ability to walk and drive became limited, along with being able to cook, clean, garden, shop, and socializing." Per report from CT dated (B)(6) 2013: "segmental and subsegmental pulmonary emboli right lower lobe." "There is a filter within the inferior vena cava. Small filling defect inferior vena cava above the filter possibly thrombus likely present on (B)(6) 2011." "There is no free intraperitoneal air or free fluid." Per report from CT dated (B)(6) 2013: "there is a filling defect in the right descending interlobar pulmonary artery extending into segmental branches, which appears slightly larger than embolus seen on the prior study likely reflects new or progression of clot." "...note is made of a caval filter in situ..." "Right lower lobe pulmonary emboli, new/increased compared to (B)(6) 2013."